Manufacturer narrative:
The handpiece was received at the MFR for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the spindle housing, driveshaft assembly, rotor assembly, and bearings, which were each replaced along with other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.

Event description:
It was reported that the handpiece was overheating prior to the start of a surgical procedure. The device was not used in a procedure, so there was no patient involvement. There were no adverse consequences reported at a result of this event.